Event description:
It was reported that the customer hospitalized with high blood glucose resulting in diabetes ketoacidosis, and the doctor had her taken off the insulin pump therapy since the event. Then the customer started back up on the insulin pump therapy and she was experiencing high blood glucose in the 500's range. The customer last blood glucose reading was 350mg/dl after six corrections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.